Manufacturer narrative:
Correction: product ID #: mc1vr01-delsys. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: return date: 27-01-2020. Product event summary: the analyst noted the full delivery system was returned with the device intact in the device cup. Flat wire was found protruding from the delivery system outer shaft at 3.7 cm from the distal end of the delivery system. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system inner shaft was mechanically kinked/bent at 1.5 cm from the distal end of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 14-feb-2021/ serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 21-aug-2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the delivery system was not res ponding properly so the device could not be positioned. The leadless ipg was explanted and replaced with another leadless ipg. No patient complications have been reported as a result of this event.